Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist one vessel sealer instrument would not fully connect. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection found that one wrist disk was dislodged at the distal end of the instrument. As a result, the instrument could not be inserted into a cannula for recognition, cut, or sealing tests. No functional testing could be performed. It was concluded that the damage to the instrument was likely due to mishandling/misuse. No other damage was found. It should be noted that the error message not fully connected will display if the vessel sealer instrument is not connected to the instrument control box (icb). The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.